Event description:
Patient underwent cardiac surgery 1.5 years ago. Now with blood culture results indicating possible ntm infection. Manufacturer response for heater cooler unit, stockert (per site reporter): none at this time.

Event description:
Original procedure was an aortic valve and aortic arch replacement surgery. Hospital first became aware of patient's infection earlier this year. They presented with low grade fever (for a couple of months), diffuse myalgias and arthralgias, weight loss, feelings of anorexia, and night sweats. The patient had blood cultures taken and the results were positive for afb, two blood cultures grew m. Avium complex following that appointment. No final outcome for the case, but patient continues to feel poorly and may well require additional surgical intervention. The units are the same as previously reported. Manufacturer response for heater cooler unit, stockert (per site reporter): none at this time.